Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing shocking sensation. In turn, surgical intervention was undertaken wherein the system was explanted to address the issue. Explant date is unknown. Note : it is unknown which lead is related to this issue.